Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The insulin pump was received with currents in specification. No blank display was noted.

Event description:
Caller reported that the insulin pump was stuck in the rewind process. Caller also reported that the insulin pump was squirting out insulin during manual priming. During troubleshooting, customer was not able to exit the rewind loop and fill the tubing. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.